Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 2.5 x 18 mm xience xpedition stent in the 1st diagonal artery. After placement of the 2.5 x 18 mm xience xpedition stent, plaque shift occurred distal to the study stent. Additional dilatation was performed using a non-abbott dilatation catheter. Post procedure, the patient experienced discomfort and pain medication was administered. The patient discomfort resolved the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of pain, as listed in the electronic xience xpedition everolimus eluting coronary stent systems instructions for use, is a known patient effect associated with coronary stenting procedures. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.